Manufacturer narrative:
Retainer ring = black on oct 29, 2021 the pump was returned due to customer allegation to pump under/over delivering causing low bgs. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Pump passed the dat at 0.08710 inches. No under or over delivery noted during testing. In further full review of the pump history on the event date of oct 29, 2021 found bolus deliveries of (B)(6) successfully downloaded history files and traces using thus. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit had minor scratched case. In summary, customer allegation for pump under/over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer that they experienced low blood glucose. Blood glucose level at the time of the incident was 37 mg/dl which was treated with food and glucose tablets. Customer was alleging insulin pump for over delivery because auto mode was giving micro bolus in low blood glucose. Customer was using insulin pump within 48 hours of low blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.